Event description:
User reported an unusual signal appeared on the bipolar signal of the EKG. The catheter was replaced with another and a similar unusual signal was noted. The procedure was completed without incident. No pt injury occurred. Both catheters are being returned for manufacturer evaluation.